Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a motor error. The insulin pump was rewound and seemed to be working afterwards. A bolus was attempted but the numbers began to ramp up without input, and then the insulin pump alarmed for a button error alarm. The insulin pump had not been exposed to moisture but had been through body scanners at the air port several times. The blood glucose reading was 4.5 mmol/l. It was advised that the customer discontinue use of the insulin pump and revert to a back up plan.

Manufacturer narrative:
The pump alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, excessive no delivery, or displacement tests due to the motor error alarm. The pump passed the idle current and run current tests. No button error alarm was noted. However, the pump had intermittent button response due to moisture damage on the keypad traces. No scrolling number on the display anomaly was noted. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.